Event description:
The product complaint report shows the customer alleged the audible alarm failed to sound upon powering up to perform an "est" prior to pt use. The facilities biomedical technician inspected the device and was not able to duplicate the reported event. The biomed replaced the power switch and alarm assembly as a precaution. The unit passed extended self testing. It is not verified that the alarm failed to sound, and no malfunction may have occurred. This report is not an admission by MFR that this device caused or contributed to the event alleged in this report.